Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. (B)(4).

Event description:
It was reported via ms&s "nurses at (B)(6) hospital stated that they use the powerloc non-coring needle. She reports that the needle tubing has split near the luer lock after 3 days of use. A chemo drug atoposide was being administered for approximately 2 hours followed by a dextrose infusion." 02/18/2020 additional information received stated,"prior to the tube cracking, the patient received 4 days of ifosfamide and etopophos infusions, each over 1 hour, followed by IV fluids until the next day chemotherapy." 02/18/2020: medwatch received stated, " port tubing cracked at connection."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. - attachment: [0733000000-2019-8077.pdf].

Event description:
It was reported via ms&s "nurses at children's hospital stated that they use the powerloc non-coring needle. She reports that the needle tubing has split near the luer lock after 3 days of use. A chemo drug atoposide was being administered for approximately 2 hours followed by a dextrose infusion." 02/18/2020 additional information received stated,"prior to the tube cracking, the patient received 4 days of ifosfamide and etopophos infusions, each over 1 hour, followed by IV fluids until the next day chemotherapy." 02/18/2020: medwatch received stated, " port tubing cracked at connection".